Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens explanted and exchanged for a lens the same length with a different diopter. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.00/+3.0/074 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on 07/04/2016 due to lens dislocation/subluxation and repositioning. The lens was exchanged for a lens with a different diopter and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was bent. Foreign material (dried, discolored material) was present on the lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).